Event description:
Pt reported that he passed out and went into ketoacidosis and cardiac arrest. He reported the fire department picked him up. He stated "the pods don't work" and believes they are "defective." The pod was not returned for eval.

Manufacturer narrative:
The pod was discarded and therefore not returned for eval. We are unable to confirm any malfunction that may have caused or contributed to the pt's condition. Product lot qualification records could not be reviewed since no lot number was provided. The omnipod's user guide warns, "...if you experienced elevated blood levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact an hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death."